Manufacturer narrative:
(B)(4) - customer reported that they are unable to pair the pump with samsung galaxy s22 ultra (android 12). (App ver. 1.2.1) analysis summary: an attempt to reproduce the reported event with samsung galaxy s21 5g ((B)(4)) with android 12 and minimed mobile app 1.2.1) with 780g pump (software version 6.7v) was made and the pairing was successful. Hence, the issue was not reproduced. It can be confirmed that the software performed per specification (ble connect ios and android mobile software requirements specifications, (B)(4)). It was reported that the pump was disconnected on pairing flow with undefined reason. It is known that this error occurs on bluetooth stack or android os level. Upon investigation of available logs, most likely that cause was coming from user's device hardware/software. The exact cause of the issue could not be determined from the available information in the logs. Based on the available logs, generic steps to resolve the issue were provided: - reset network settings, - clearing data of the bluetooth app, the helpline was not able to contact the customer. Other device setting issue - fb35af. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had communication issue between minimed mobile app and insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue to use the device and the device will not be returned for analysis.